Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found the instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test failed because the instrument hook is bent and dislodged from the ceramic sleeve. The instrument was found to have the instrument hook bent and dislodged from the ceramic sleeve but still attached to the ceramic sleeve. The instrument was found to have hook bent at the point where the hook just came dislodged from the ceramic sleeve. The continuity test was performed on hook and current flow was not detected across hook. There is not obvious damage to the conductor wire. No signs of thermal damage were observed. The complaint regarding no energy activation and the hook fell off of the joint was confirmed by failure analysis. The probable root cause of bent instrument hook and failed continuity test is attributed to damage during use, which may result from inadvertent collisions with other instruments, instruments driven outside the field of view, or using the instrument for suturing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook instrument energy activation was not happening then while checking on bedside table hook fell off the joint. The procedure was completed with no reported injury.